Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted nor was there moisture damage inside the pump. The unit was also received with minor scratches on the display window, cracked case at a display window corner, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer removed his pump to take a shower and when he was finished the pump was alarming with button error. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.